Manufacturer narrative:
Date rec¿d by MFR: 21may2019. The director of respiratory and diagnostic care (laboratory/radiology) confirmed the reported issue. The director of respiratory and diagnostic care stated the unit was sent back to the rental company. No additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported proximal pressure line not working.it is unknown if the device was in use at time of the event. Event date not specified; estimate used.